Event description:
It was reported that the patient is experiencing a malfunctioning pump. The patient has cancelled the revision surgery scheduled on (B)(6) 2020 for a pump revision so that he can spend some time trouble shooting. The sales representative will contact the patient and the physician for further training and trouble shooting of the device.